Event description:
Customer stated, "the cord wires are exposed where the cord goes into the pad". The product has been returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator observed that the cord was twisted to the point where the butterfly had been ripped from the cover. All the wires still had their protective coating in place and the pad did heat. The investigator also determined that the customer was further misusing the pad by laying on the pad during use. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".